Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger was resetting. The cause for the failure was an open y1 crystal oscillator on the bedside pca. The root cause for the open y1 crystal oscillator could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was resetting.